Event description:
The user facility reported a 52-year-old male patient was implanted with an impella cp requiring mechanical circulatory support. It was reported that the patient experienced consistent oozing at the right femoral insertion site. The physician removed a stitch to better angle match the device. The patient improved on cp support, but experienced ongoing issues with placement. Subsequently, the patient developed a mild-moderate hematoma at the right femoral site, but remained stable and did not progress.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
Additional information provided in d6, h6 and h10. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information was provided in b3, g3, f6, f8 and h10. B3 - corrected date of event to 25-sep-2022. G3 - the correct date received by manufacturer for the initial report is (B)(6) 2022. F6, f8 - these fields should have been left blank in the initial report. H10 - corrected truncated IFU statement.